Event description:
It was reported to vyaire medical that the vela ventilator was showing venti inop (ventilator inoperable), motor fault, circuit disconnect, low ve (ventilation), low pip (positive inspiratory pressure), xdcr fault (transducer fault) and no cal (calibration) data alarm continuously. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective main control pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.